Event description:
The reporter, the pt's mother, reported that on (B)(6) 2011, the pt obtained a blood glucose reading of 430 mg/dl. At that time, the pt experienced no symptoms of high or low blood glucose levels. The reporter claimed the pt took two boluses that day, however, the boluses were not recorded in the pump history. The reporter also alleged the insulin cartridge was leaking and there was moisture in the cartridge compartment. The pt changed the infusion site, tubing and cartridge and her subsequent blood glucose levels became within target range.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.